Event description:
Additional information was received that the patient was twiddling. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced and the ipg pocket was tightened. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had ineffective therapy and high impedances after taking a fall. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.